Manufacturer narrative:
The hvad is used for treatment not diagnostic. It was reported by a perfusionist, the patient reported that he had a battery power switching issue with a particular battery and to rule out the controller, had swapped it out as well. When he swapped the controller, the patient said he was on his backup for approximately 20-30 seconds and the pump never came up to speeds over "300" rpm with high powers. The patient then went back to the primary and has had no irregular parameters since. The patient was advised that the battery switching was due to the battery in question and not the controller. We are swapping out the one battery and the backup controller. It was reported there were no consequences or impact to the patient. "The backup controller never was able to ramp up to set speed. Pt changed back to his original primary controller and pump was re-started quickly. Primary controller did not take any time to ramp up to speed, like the backup did in the complaint." Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00730 and 3007042319-2016-00731) submitted for devices related to the same event.

Event description:
It was reported by a perfusionist, the patient reported that he had a battery power switching issue with a particular battery and to rule out the controller, had swapped it out as well. When he swapped the controller, the patient said he was on his backup for approximately 20-30 seconds and the pump never came up to speeds over "300" rpm with high powers. The patient then went back to the primary and has had no irregular parameters since. The patient was advised that the battery switching was due to the battery in question and not the controller. We are swapping out the one battery and the backup controller. It was reported there were no consequences or impact to the patient. "The backup controller never was able to ramp up to set speed. Pt changed back to his original primary controller and pump was re-started quickly. Primary controller did not take any time to ramp up to speed, like the backup did in the complaint."